Manufacturer narrative:
Reports received from the end-users mother allege one of the bolts that secure the arm pad assembly on to the articulating hinge broke at the attachment point. With this failure, it would cause the armrest to no longer provide support. No report was made of the end-user having suffered any injuries as a result of this reported failure. Report provided claims the end-user father repaired the device by replacing the damaged bolt with one procurred at their local hardware center. This was reportedly performed in order for the end-user to continue use of the device. Permobil recommended that repairs be completed by a permobil service provider and that permobil approved components be used. As the affected bolt was discarded, permobil is unable to determine if there was a deviation with the component, but is considering the failure being related to excessive stress leading to the eventual fatigue of the fastener. Family has been verbally instructed to refer to the provided users manual where it clearly outlines the armrest not to be used as a weight bearing surface. Permobil provided the local service provider with replacement components in order to repair the device accordingly. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report of recurring issue of hardware on armrest having broken which allows the armrest to become detached from the seating. No injuries were reported to have occurred as a result.